Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: email.

Event description:
Customer reporting 1 false positive flu b result on a symptomatic patient. Customer states the patient was confirmed negative by pcr.